Manufacturer narrative:
Date of event: unknown, however, patient reported symptoms as visit (B)(6) 2018. If implanted, give date: unknown, an exact date was not provided; however, reported as implanted (B)(6) 2016. If explanted, give date: not applicable as to date the lens was remains implanted and therefore not explanted. (B)(6). To date the lens remains implanted and it is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zcb00 +26.0 diopter) was implanted in the patient's right eye in 2016, after a normal uncomplicated surgery. The patient returned to the surgeon in (B)(6) 2018, complaining of poor vision and strong noticeable halos in the right eye that have increased over time. Reportedly, the surgeon inspected the lens and noticed two (2) parallel pale grey/white stripes across the visual axis of the lens. He has tried to yag (yttrium aluminum garnet) thinking it was pco (posterior capsular opacification) but this was ineffective and he thinks the stripes are actually integrated in the lens so not pco. As this is the patient's only functional eye, he is reluctant to remove the lens unless absolutely necessary. Further follow up with the surgeon on (B)(6) 2018, reported that the lens is still in the eye. The surgeon indicated he was planning to refer the patient to another anterior chamber specialist for review. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).